Event description:
The reporter contacted lifescan (lfs) customer service on october 5, 2009 alleging that the patient's one touch ping meter started to read inaccurately high and that the patient developed hypoglycemic symptoms after the reported issue occurred. The medical surveillance specialist (mss) spoke with the patient on october 13, 2009 to obtain/verify the following information: on an unspecified date "about 2 months" ago, the patient obtained an unspecified inaccurate high result on the subject meter. Since this incident occurred "about 2 months ago," the reporter was unable to recall the meter result. The patient reportedly took insulin based on the meter result and then suffered hypoglycemic symptoms. She indicated that the patient was "extremely low" and was feeling hungry. The reporter was unable to provide more specifics about the patient's symptoms. The patient was treated with "tons of food" and he felt better afterwards. Later the same day, the patient's father, a non-diabetic, also tested on the meter and got a "280 mg/dl," which they felt was also inaccurate high. The reporter also claimed that the patient's father also obtained some unspecified error messages with the meter that same day. Since the incident, the patient stopped using the meter and started to use another meter. According to the troubleshooting performed with customer service, the correct testing/cleaning techniques were used. There was no troubleshooting performed with the error message(s); therefore, it is unknown if the error message (s) issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly took insulin based on an alleged inaccurate high meter and then suffered hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.